Manufacturer narrative:
Conflicting information regarding affected side was received; follow-up from physician notes the following: "the pathology report mistakenly reports that there was a previous left seroma aspiration - she presented with a right breast seroma, and underwent image guided aspiration of the right sided seroma. The bia-alcl was indeed on the right side, as the path reports otherwise refer to. They just got the seroma laterality off." Sales representative indicated that explant surgery occurred roughly two weeks ago from (B)(6) 2020. Date of diagnosis - (B)(6) 2020. A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma - late and lymphoma - alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma - late; lymphoma - alcl.

Event description:
Physician reported "periprosthetic fluid collection" and "underwent... Total capsulectomy with path consistent with alcl on the right breast;" pathology has been received and the markers of cd30+ and alk- have been confirmed. The device has been explanted.

Manufacturer narrative:
Additional/changed and/or corrected data: h.7, h.9 style 153 was not marketed and therefore not considered part of the recall..

Event description:
Physician reported "periprosthetic fluid collection" and "underwent... Total capsulectomy with path consistent with alcl on the right breast;" pathology has been received and the markers of cd30+ and alk- have been confirmed. The device has been explanted.